Event description:
It was reported that during an in-clinic follow-up, loss of capture was noted in the patient's entire pacing system which are pacemaker, right ventricular (rv) and right atrial (ra) leads. X-ray revealed dislodgements of the rv and ra leads due to twiddler syndrome. The physician explanted the entire system on (B)(6) 2025. The patient was in stable condition.